Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused normal saline during patient therapy in the trauma intensive care unit (ticu). Further described as a 500cc normal saline bolus given with a 1l bag. The remaining volume in the bag was 570 ml - the estimate amount that should have been in the bag is 485 ml. (500 ml from the bolus + 15 ml from the bag). The medication was under-infused by 85 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to g3: baxter product surveillance identified the correct aware date to be 25 feb 2025 (previously reported as 02/28/2025). Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A downstream occlusion sensor test was performed, and the results were found to be within the product specification range. An upstream occlusion sensor test was performed, and the test passed. A flow rate accuracy test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.